Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly had a pin hole rupture. It was further reported that the procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one vaccess pta dilatation catheter was received for evaluation. During visual evaluation, the sample appeared to have residue throughout. No anomalies to the luers/y-body and no bends to the catheter shaft were noted. The balloon appeared deflated with unknown liquid inside. During functional evaluation, an in house presto inflation sample was used to deflate the balloon successfully. Same inflation device was used to inflate the balloon and two pinhole ruptures were noted from the distal tip of the balloon. During microscopic evaluation, at 50x, two pinhole ruptures were noted to the balloon. No other functional testing was performed. Therefore the investigation was confirmed for the reported pinhole balloon rupture as two pinhole ruptures were noted on the balloon during microscopic evaluation. A definitive root cause for the alleged pinhole balloon rupture could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 04/2024), g3, h6 (method). H11: b5, h6 (result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 04/2024).

Event description:
It was reported that prior to an angioplasty procedure, the pta balloon allegedly had a pin hole balloon rupture. There was no reported patient injury.